Manufacturer narrative:
Date of event: only the month and year of the event date is known at this time ((B)(6) 2018). The exact date of the event was requested, but not yet received.

Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus) consisting of a 3.5 cm cuff. The cuff was explanted in (B)(6) 2018. Should additional relevant details become available, a supplemental report will be submitted.